Event description:
According to the audiologist, this recipient has had a rising ground path impedance to the point of a causing decreased performance. Re-implantation took place on (B)(6) 2020. This report refers to 9710014-2020-00460. For further information please refer to this report.